Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, an intraventricular hemorrhage occurred. Medical management (not specified) was performed to treat the complication. The physician stated that the reported hemorrhage related to the procedure but unrelated to the device. The patient had cerebral edema as well, which was reported as not related to the procedure or device. Five days post procedure, the patient died . The primary cause of death was the index acute stroke unrelated to the device or to the procedure.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, an intraventricular hemorrhage occurred. Medical management (not specified) was performed to treat the complication. The physician stated that the reported hemorrhage related to the procedure but unrelated to the device. The patient had cerebral edema as well, which was reported as not related to the procedure or device. Five days post procedure, the patient died . The primary cause of death was the index acute stroke unrelated to the device or to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.